Event description:
It was reported the ipg is unable to communicate with external devices. It was reported the pt has not charged the ipg as recommended. As a result, the ipg is depleted. The pt requested the ipg be replaced.

Manufacturer narrative:
Correction number: this ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.